Manufacturer narrative:
The reported event was duplicated. Service evaluation found that the trigger would stick in the run position, causing run-on, due to corrosion. The device was repaired and returned to the customer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the trigger of the device was sticking, causing the device to continue to run after the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the trigger of the device was sticking, causing the device to continue to run after the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.